Event description:
It was reported that the device provided inaccurate sp02 readings. Customer reported that there was an 8% difference in sp02 reading between two different sensors and two different monitors. Customer reported that "both monitors had a good sq and pis were the same." It was reported this pt had no indication of poor perfusion (had warm hands, normal bp, no arrhythmias etc). There were no consequences or impact to the pt.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete, a f/u report will be submitted.